Event description:
This case was cross reference with case ids: (B)(4). This unsolicited case from united states was received on (B)(6) 2017 from other non-health care professional. This case concerns a (B)(6) female patient who received treatment with synvisc one and after an unknown latency had pain in both knees/right knee had pain, right knee had stiffness and aspirated the right knee. Also, device malfunction was identified for the reported lot number. No past drugs, medical history, concomitant medication or concurrent condition was provided. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection, once (dose, indication: not reported; lot number: 7rsl021 and expiration date: may-2020) in bilateral knees. On an unknown date in (B)(6) 2017, after unknown latency, patient had pain in both knees and was called in over the weekend and was prescribed a medrol dose pack. The right knee had pain and stiffness. Patient was brought into the office today ((B)(6) 2017) and the left knee better was better. They aspirated the right knee and obtained straw colored fluid and it was sent for culture. The doctor recommended the medrol dose pack and ice for right knee. Corrective treatment: not reported for device malfunction; methylprednisolone (medrol) dose pack and ice for. Rest events outcome: not recovered for pain in both knees/right knee had pain and device malfunction; unknown for rest events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation was completed, corrective and preventive actions would be implemented. Seriousness criterion: required intervention for all events additional information was received on 22-nov-2017. Event of device malfunction was added. Global ptc number and ptc results were added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment follow-up dated 22-nov-2017: this case concerns a patient who has received synvisc one injection from the recalled lot and later complained of pain in both knees, right knee had stiffness and aspirated the right knee. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.

Event description:
This case was cross reference with case ids: (B)(4). This unsolicited case from united states was received on 20-nov-2017 from other non-health care professional this case concerns a (B)(6) female patient who received treatment with synvisc one and after an unknown latency had pain in both knees/right knee had pain, right knee had stiffness and aspirated the right knee no past drugs, medical history, concomitant medication or concurrent condition was provided. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection, once (dose, indication: not reported; lot number: 7rsl021 and expiration date: may-2020) in bilateral knees. On an unknown date in (B)(6) 2017, after unknown latency, patient had pain in both knees and was called in over the weekend and was prescribed a medrol dose pack. The right knee had pain and stiffness. Patient was brought into the office today ((B)(6) 2017) and the left knee better was better. They aspirated the right knee and obtained straw colored fluid and it was sent for culture. The doctor recommended the medrol dose pack and ice for right knee. Corrective treatment: methylprednisolone (medrol) dose pack and ice for all events outcome: not recovered for pain in both knees/right knee had pain; unknown for rest events a pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criterion: required intervention for all events.